Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 579 mg/dl. During troubleshooting, there was more resistance with the plunger push with fixed prime. Insulin did not exit. Customer was advised there was an occlusion caused by the reservoir. Customer will not be returning the reservoir for analysis.